Event description:
Further information was received noting that the adverse event is not related to implant procedure, or to stimulation/device. The event did not meet the sae criteria. No other relevant information has been received to date.

Event description:
Patient presented with increase in seizures, appearance of tonic clonic seizures, and gen t-c seizure that were noted to have been unlikely related to the implant/procedure and unlikely related to stimulation/device. The patients outcome is recovering/resolving.